Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 700cc mentor memorygel breast implants on both sides and experienced unknown side rupture. Left side was reported as no information was provided. On (B)(6) 2020, mentor became aware that patient experienced bilateral rupture, and the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On august 3, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that report submission due date on the last follow up number 3 report was mistakenly reported as (B)(6) 2020. The correct due date is (B)(6) 2020 for report. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured and incomplete, the device button was not received. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2020, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number: 3505750bc; serial number: (B)(6) on the right side, and catalog number: 3505750bc; serial number: (B)(6) on the left side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).